Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; the fracture could not be confirmed. Device history record was reviewed and no discrepancies were found. The issue was previously investigated through the CAPA process, which identified that the tasps are susceptible to fracture from bending/torsional loading. A design update was made. The root cause of the reported issue is attributed to a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tibial articular surface provisional broke during a total knee arthroplasty; no patient consequences were reported.